Event description:
Boston scientific received information that during the replacement procedure for normal elective replacement indicator (eri), this right ventricular and non-boston scientific atrial lead could not be removed from this cardiac resynchronization therapy defibrillator (crt-d) device. A decision was made to surgically abandon and replace this right ventricular lead and reuse the left ventricular lead to the replacement device. The device was removed, replaced and returned for analysis. As the patient was in atrial fibrillation (af), the atrial lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, only the proximal lead segment was returned. The lead was severed at 115mm from the terminal pin. No anomalies were noted in the terminal area of the lead. Resistance testing was performed verifying the returned portion was electrically continuous. The lead was placed into a test device and no issues were noted. As only a portion of the lead was returned for analysis, no further analysis could be performed. Analysis could not determine a reason for the reported clinical allegation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, this lead was received for analysis.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.